Event description:
It was reported that the patient required cardiopulmonary resuscitation during a renal procedure. Significant oversensing was observed on the right ventricular (rv) lead during the chest compressions, leading to inappropriate high voltage therapy. The patient remained on a ventilator after the resuscitation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4196 implantable pacing lead 2009 (B)(6); 4076 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and indicated oversensing associated with the right ventricular lead. Egm review shows oversensing is likely due to lead-lead interaction during chest compressions. There were 38 short interval counts(sic) on the day of the procedure, (B)(6)-2014.